Event description:
The bivona flextend is a flexible trach that has several components (cannula, flange) that are moveable - meaning the flange can rotate (spin) around the cannula. The obturator needs to be inserted in order to place the trach. The flange does not have directional orientation to it. As a result, the trach can be inserted "upside down." If this occurs, the trach will try to turn in place, but is unable to because the flange is secured. This can cause trach irritation and subsequent respiratory distress (desat, cough, shortness of breath [sob], dyspnea, etc.).